Manufacturer narrative:
The reported event of ¿upon receiving, the safety seals of the packaging were broken¿ was confirmed. The lead manufacturer¿s product packaging box was returned for analysis. Visual examination found the quality assurance (qa) seal was not intact and a cut mark was noted on the box at the quality assurance (qa) seal region. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a broken safely seals noted were noted on the leads. The products were not used and no patients were involved.